Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device at the resmed design house in (B)(4). The investigation determined that the device failure to complete its internal self-test was due to the flow sensor value outside of it's expected range. The pneumatic block was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device failed to complete its internal self-test. There was no patient injury reported as a result of this incident.